Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient experienced pericarditis. Pericardial effusion was noted. Following the implant, patient experienced nausea, vomiting and associated shoulder pain. CT of the chest revealed trace amount of pericardial blood. Repeat echo on (B)(6) 2018 showed pericardial effusion. Cardiac perforation and tamponade was noted. It was suspected that the ventricular lead was the cause of hemopericardium. The lead was repositioned. The patient was hospitalized. The issue was resolved without complications.